Event description:
This is a spontaneous case report received on 07-jul-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states. It refers to the plaintiff, who had essure (fallopian tube occlusion insert) placed on an unspecified date. On or about (B)(6) 2007, plaintiff contacted her physician to discuss birth control options to help elevate menstrual cramping (as reported). Health care professional recommended the essure device and procedure, stating that it was safe and would relieve her menstrual cramping. She relied on the benefits and risks as relayed by her physician in reaching the decision to have the essure procedure over other methods of contraception. On unspecified date, plaintiff underwent the essure procedure. Shortly after the procedure, she began experiencing heavy menstruation. In or around 2012, she went to see her physician who informed her that her device had migrated. Shortly after, and at the direction of physician, plaintiff had surgery to remove essure. In 2016, plaintiff learned that essure may have caused other women to develop symptoms like hers. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and the device migrated. She was submitted to a surgery to remove essure. This event is listed according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement could be an expulsion (into uterus or out of the body), migration (into the fallopian tube or to peritoneal cavity) or occur as a result of a fallopian tube perforation during insertion. In this particular case, although the exact mechanism of the reported migration is not known, given its nature causality with essure cannot be excluded. Additionally, the non-serious event heavy menstruation was reported. This case was considered an incident, since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 05-aug-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and the device migrated. She was submitted to a surgery to remove essure. This event is listed according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement could be an expulsion (into uterus or out of the body), migration (into the fallopian tube or to peritoneal cavity) or occur as a result of a fallopian tube perforation during insertion. In this particular case, although the exact mechanism of the reported migration is not known, given its nature causality with essure cannot be excluded. Additionally, the non-serious event heavy menstruation was reported. This case was considered an incident, since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had migrated /malposition of essure device location of device: fallopian tubes/ perforation (fallopian tube(s))"), nephrolithiasis ("kidney stones") and hyperthyroidism ("autoimmune disorder-type of disorder: hyperthyroidism") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam, bupropion (wellbutrin), duloxetine hydrochloride (cymbalta), estrogens conjugated (premarin), fluoxetine hydrochloride, gabapentin (neurontin), hydroxyzine (atarax), liothyronine sodium, magnesium oxide, melatonin, minocycline hydrochloride (minocycline hcl), obetrol (adderall), omeprazole (prilosec), pentosan polysulfate sodium (elmiron), phenazopyridine hydrochloride (pyridium), prazosin hydrochloride, pregabalin (lyrica), propranolol (propanol), ranitidine hydrochloride (zantac), thomapyrin n (excedrin migraine), tizanidine hydrochloride (zanaflex), tramadol and zolpidem tartrate (ambien). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and cystitis interstitial ("bladder or urinary problems or changes interstitial cystitis (event splitted for coding)"). In 2013, the patient experienced neuropathy peripheral ("neurological conditions or problems type: peripheral neuropathy"), weight fluctuation ("weight gain /loss"), alopecia ("hair loss") and hyperthyroidism (seriousness criterion medically significant). In 2016, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2017, 10 years 5 months after insertion of essure, the patient experienced nephrolithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("heavy menstruation /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), depression ("psychological or psychiatric problems condition: major depression & anxiety (event splitted for coding)"), anxiety ("psychological or psychiatric problems condition: major depression & anxiety (event splitted for coding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), device expulsion ("expulsion of essure device"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and back pain ("lower back pain"). The patient was treated with alprazolam (xanax), surgery (hysterectomy (full), oophorectomy and salpingectomy) and surgery (surgery to break the stones). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, depression, anxiety, neuropathy peripheral, dysmenorrhoea, dyspareunia, fatigue, weight fluctuation, irritable bowel syndrome, alopecia, fibromyalgia, cystitis interstitial, nephrolithiasis, hyperthyroidism and back pain had not resolved and the device expulsion outcome was unknown. The reporter considered alopecia, anxiety, back pain, cystitis interstitial, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, hyperthyroidism, irritable bowel syndrome, menorrhagia, nephrolithiasis, neuropathy peripheral, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure confirmation test. Muscle relaxers, used scope to examine bladder, as treatment of bladder or urinary problems or changes interstitial cystitis. Patient took pain pills for abnormal bleeding (vaginal, menorrhagia) and for dysmenorrhea (cramping). For gastrointestinal or digestive system condition type: ibs, patient took stool softner. From 1997 to 2007, patient took unknown drug. Approximate weight at the time of essure placement 175 lbs. Patient took amphetamine. Dextroamphetamine as concomitant drug. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter was added. Patient¿s detail, lab data, concomitant drugs, treatment drug and unstructured relevant tests were added. Vaginal haemorrhage , depression, anxiety, neuropathy peripheral, dysmenorrhoea, dyspareunia, device expulsion , pelvic pain, fatigue, weight increased, weight decreased, irritable bowel syndrome, alopecia, fibromyalgia, bladder disorder, urinary tract disorder, cystitis interstitial, nephrolithiasis, hyperthyroidism and back pain were added as events. Device migration was updated to fallopian tube perforation. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had migrated /malposition of essure device location of device: fallopian tubes/ perforation (fallopian tube(s))"), nephrolithiasis ("kidney stones"), hyperthyroidism ("autoimmune disorder-type of disorder: hyperthyroidism") and drug dependence ("dependence on pain medication") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis, endometrial ablation, urinary calculus, menorrhagia in 2004 and vaginal bleeding in 2004. Concurrent conditions included bicornuate uterus, ovarian cyst (a dominant follicle is seen in the right ovary) since (B)(6) 2010, unilateral renal calculus, dysuria, migraine (classical migraine without mention of intractable, irritable colon, gerd), nocturia, swelling of feet, back pain, knee pain, cystitis, hematuria and retroverted uterus. Concomitant products included alprazolam, bupropion (wellbutrin), duloxetine hydrochloride (cymbalta), estrogens conjugated (premarin), fluoxetine hydrochloride, gabapentin (neurontin), hydroxyzine (atarax), liothyronine sodium, magnesium oxide, melatonin, minocycline hydrochloride (minocycline hcl), obetrol (adderall), omeprazole (prilosec), pentosan polysulfate sodium (elmiron), phenazopyridine hydrochloride (pyridium), prazosin hydrochloride, pregabalin (lyrica), propranolol (propanol), ranitidine hydrochloride (zantac), thomapyrin n (excedrin migraine), tizanidine hydrochloride (zanaflex), tramadol and zolpidem tartrate (ambien). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), headache ("headaches") and migraine ("migraines"). In 2010, the patient experienced urinary tract infection ("uti"). In (B)(6) 2010, the patient experienced back pain ("lower back pain"), flank pain ("flank pain") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced cystitis interstitial ("bladder or urinary problems or changes interstitial cystitis (event split for coding)") and drug dependence (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: major depression & anxiety (event split for coding)") and anxiety ("psychological or psychiatric problems condition: major depression & anxiety (event split for coding)"). In 2013, the patient experienced neuropathy peripheral ("neurological conditions or problems type: peripheral neuropathy"), weight fluctuation ("weight gain /loss"), alopecia ("hair loss") and hyperthyroidism (seriousness criterion medically significant). In 2016, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2017, 10 years 5 months after insertion of essure, the patient experienced nephrolithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion ("expulsion of essure device"), menorrhagia ("heavy menstruation /abnormal bleeding (vaginal, menorrhagia) (event split for coding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event split for coding)"). The patient was treated with alprazolam (xanax), surgery (hysterectomy with bilateral salpingo-oophorectomy.) And surgery (surgery to break the stones). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, depression, anxiety, neuropathy peripheral, dysmenorrhoea, dyspareunia, fatigue, weight fluctuation, irritable bowel syndrome, alopecia, fibromyalgia, cystitis interstitial, nephrolithiasis, hyperthyroidism and back pain had not resolved and the device expulsion, urinary tract infection, headache, migraine, drug dependence, flank pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, cystitis interstitial, depression, device expulsion, drug dependence, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, flank pain, headache, hyperthyroidism, irritable bowel syndrome, menorrhagia, migraine, nephrolithiasis, neuropathy peripheral, urinary tract infection, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2012, operation performed was diagnostic laparoscopy biopsy, fulguration of posterior cul-de-sac lesion consistent with endometriosis and diagnostic hysteroscopy. Current weight: 290 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure confirmation test. Ultrasound scan - on (B)(6) 2010: 3.6 x 3.5 x 2.2 cm left ovarian cyst. Muscle relaxers, used scope to examine bladder, as treatment of bladder or urinary problems or changes interstitial cystitis. Patient took pain pills for abnormal bleeding (vaginal, menorrhagia) and for dysmenorrhea (cramping). For gastrointestinal or digestive system condition type: ibs, patient took stool softener. From 1997 to 2007, patient took unknown drug. Approximate weight at the time of essure placement 175 lbs. Patient took amphetamine dextroamphetamine as concomitant drug. (B)(6) 2010 - ultrasound pelvis, transabdominal and transvaginal. Findings: the uterus is retroflexed and appears to have a bicornuate uterus. No free fluid seen. There is a 3.6 x 3.5 x 2.2 cm left ovarian cyst with benign characteristics. A dominant follicle is seen in the right ovary. (B)(6) 2010 - assessment - left kidney stone. (B)(6) 2011 - interstitial cystitis. Oab with urge incontinence. (B)(6) 2012 - an ultrasound and abdominal CT revealing a 2.6 cm left ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 30-may-2018: pfs received: reporter information was added. Her concomitant and treatment medications were added. Following events: uti (urinary tract infection), headaches, migraines, dependence on pain medication; flank pain and abdominal pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.